Event description:
Caller reported potential false positive troponin I (tni) results on two pt samples on triage cardiac panel 25 test. Sample #1: tni 1.53, <0.05. Sample #2: tni 0.17, 0.08, <0.05. All tested within 30 minutes of one another on same lot of testing devices. Doctor on duty felt elevated tni did not fit the clinical picture expected. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Investigation pending.